Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The philips remote service personnel contacted the customer and determined that repair was required; however, the customer refused to pay for it. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to pay for the repair.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the energy accuracy test failed. There was no patient involvement.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the energy accuracy test failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.